Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient wanted the implantable neurostimulator (ins) moved because it was bothering them. The caller was going to have a longevity test performed on the ins to help determine if this would be a revision or replacement. No further complications were reported.